Manufacturer narrative:
Concomitant medical products: : w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. An atrial lead position check failure was also noted on the right atrial (ra) lead. Both the rv and ra lead remain in use. No patient complications have been reported as a result of this event.